Event description:
On advancing the cryoablation catheter into the sheath valve handle, the physician performed routine aspiration and flush of the sheath and copious amounts of air were repeatedly withdrawn. Catheter was immediately removed from the sheath. Replacement for the cryoablation catheter yielded no further air ingress during aspiration. No adverse event occurred.

Manufacturer narrative:
Investigation into the alleged failure for the sheath was not possible since the device was not returned; only the cryoablation catheter used during the case was returned. The returned cryoablation catheter was analyzed and the reported air ingress during aspiration could not be reproduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.